Manufacturer narrative:
(B)(4). Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks in the reservoir compartment. Customer's blood glucose was unknown at the time of the incident. The insulin pump will be replaced and customer will return the product for analysis.